Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was intending to use a protégé everflx device during procedure. It is reported that the stent would not deploy. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation without any ancillary device from the procedure. The stent distal hoops were exposed beyond the sds outer sheath. There was liquid residue noted in the clear flush line. The lumen between the inner shaft and outer sheath was flushed with water. The sds accepted a 0035"" test guidewire without complication. The stent deployed with 2.65 lbs. Of force.